Event description:
It was reported that during axillary insertion intra-aortic balloon (iab) therapy for a heart transplant, the iab was reported to leak. The iab was removed and returned for evaluation. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter and between the catheter and the sheath. A visual examination of the product detected the inner lumen within the catheter tubing near the y-fitting was completely separated within a kink approximately 76.5cm from iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problem. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The evaluation confirmed the reported problem. Continual flexing of a kink can cause the catheter to become penetrated. It is difficult to determine when the penetration may have occurred, however, it could cause the reported events. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4). Record ID: (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during axillary insertion intra-aortic balloon (iab) therapy for a heart transplant, the iab was reported to leak. The iab was removed and returned for evaluation. There was no reported injury to the patient.